Manufacturer narrative:
This report is being submitted to provide a correction as the reported information was submitted on two medical device reports in error (1519132-2020-00025 and 1519132-2020-00027). Reference MDR# 1519132-2020-00025 for all investigation details.

Manufacturer narrative:
The referenced resectoscope inner sheath was returned to the service center for evaluation of the reported event. The evaluation found that a portion of the black colored tip at the distal end of the sheath was cracked and a missing. There were no other damages noted and the passage and locking mechanism functioned appropriately. As part of the investigation, olympus followed up with the user facility to obtain additional information. The user facility further reported that all of the pieces were retrieved using a grasper. The procedure was completed using another sheath. No additional medical or surgical intervention was required. The case was delayed by a few minutes; caused the patient to be under general anesthesia for a few minutes longer. There was no damage or abnormalities noted prior to procedure when inspecting the device. The cause of the reported event cannot be determined at this time as the investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during a therapeutic procedure, the black colored tip at the distal end of the resectoscope inner sheath cracked and fell off into the patient's bladder. The user was able to retrieve the broken pieces. There was no patient injury reported.